Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to be duplicated however, the issues were found in the event log. No fault found. The interconnect board and batteries were replaced as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump experienced battery failure. There was no reported adverse events.